Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was itchy and burning. The patient visited the dermatologist where was prescribed a cortisone cream to treat the affected area. The patient is no longer using the omnipod.